Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "drill tip broke off during surgery. Tip was in patient and was removed with an instrument. No problems no extra time. Finished surgery with a backup drill bit."